Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3887-33, lot# v170159, implanted: (B)(6) 2009, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 3887-33, lot# v156508, implanted: (B)(6) 2009, product type: lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports coupling and or communication issues. An ins overdischarge is suspected. The last time any stimulation was felt was 1 to 2 months ago. It was reported the patient experienced telemetry issues. It was stated the patient had lost his recharger for an ¿unknown period of time¿ and was unable to charge when he got his replacement recharger. It was further stated the patient had not used his system for ¿about a year¿ at the time of report. It was noted the patient requested information regarding recovering from overdischarge. It was reported the patient¿s implantable neurostimulator (ins) had been dead for over a year and a half at the time of report. It was stated the patient wanted the implant to be fixed. It was further reported the ins was so dead it would not communicate with the recharger. It was noted the patient was to meet with a manufacturer representative the day after report to attempt a trickle charge of the ins. It was further noted the patient did not believe this would work and he was pretty sure they would have to replace the ins. Omitted information pertaining to the patient¿s bulging ins as found in pe (B)(4). Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a damaged cord on their recharger, as their daughters cat chewed it up. The result of the cord being chewed up led to the patient being unable to charge. The caller said the patient waited too long and the trickle charge was unsuccessful. The patient had to have the ins replaced. The caller said that the rep did the trickle charge about 4 years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.